Event description:
Procedure: knee arthroscopy. During use of the device the patient sustained a "burn" on the pad site at the elbow. The device did not activate an alarm which would indicate it had good skin contact. The user indicated they thought the choice of pad site (elbow) was the problem as the user is guided to place the pad on a vascular, muscular and flat patient surface. The patient complained of pain at the elbow after the procedure while in recovery. Subsequently, the patient has undergone debridement and skin grafting.